Manufacturer narrative:
Device received with blank display after pressing act button, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with blank display screen after pressing the act button. The blood glucose was 6.1 mmol/l at the time of the incident. Sometimes display turns on again automatically and sometimes customer has to replace the battery resolving the issue. Customer performed reset by herself by taking out battery a while, replaced by new battery. Problem still occurs. The insulin pump will be returned for analysis.